Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow up with the facility¿s clinic manager (cm). The cm stated the blood leak, which was internal, occurred approximately ten minutes into the patient¿s treatment. The blood leak was not visually observed. However, a blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 400 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and ogden provided adapter caps were returned attached to the dialyzer. Blood was noted throughout the dialyzer and coagulated blood was noted within both header end caps. The returned sample was subjected to a laboratory bubble point test. No leak was detected, possibly due to the coagulated blood in the header end caps. The dialyzer was subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a broken fiber was identified at approximately 12 inches from the potting. The opposing end of the broken fiber was not identified. Further examination of the fiber bundle did not identify any other broken fibers, damage, or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.